Event description:
The customer reported that the equipment was not starting. Further info was sought from the fse, who reported that the system as a whole failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found not be working as intended and returned to service.